Event description:
Physician was performing a shoulder arthrogram to a fairly healthy femal softball player. The spinal broke upon removal and 3cm remained inside the cartilage on the shoulder. The patient was referred to a surgeon for removal of the retained needle fragment.